Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-07047. It was reported that following an elective ipg replacement procedure on (B)(6) 2022 that the patient had impedances on both leads. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023 wherein the leads were explanted and replaced to address the issue.